Event description:
It was reported to boston scientific corporation that a spyglass direct visualization probe was used during an ercp (endoscopic retrograde cholangiopancreatography) within the common bile duct performed on (B)(6) 2012. According to the complainant, during the procedure, while advancing through the patient's common bile duct, the spyprobe broke in two where the outer yellow casing transitions from thick to thin. Additionally, the break occurred directly outside the spyprobe lumen of the spyscope access and delivery catheter. Reportedly, the physician may have had the tip of the delivery catheter retroflexed requiring additional force to advance the spyprobe, which ultimately broke the device. No part of the spyprobe was left in the patient, and then the procedure was completed using a second spyglass direct visualization probe. No patient complications resulted from this event. The patient's condition at the conclusion of the procedure was reported as being fine.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. (B)(4) for the reported event of probe detachment. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.